Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results. Robin ( daughter) calling wants to know what hi means. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 200-250mg/dl fasting. Verified the strips expired 2/28/2016. Customer confirms the strips have been properly stored and were first opened for 2-3 months. Reviewed meter memory: (B)(6). Customer is concern with the hi result that he got (B)(6) 2015 at 7:08pm .